Event description:
It was stated that the insulin pump alarmed with button error. It was also stated that the display would sometimes be frozen for the whole day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.